Manufacturer narrative:
(B)(4). Uf/importer report # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Medwatch complaint received: surgical patient in the ICU was on a high flow nasal cannula. Respiratory therapist noticed, while changing the water bottle on the patient's high flow nasal cannula set up, the water concha column malfunctioned, sending water at the 50l/min into the patient's nares. In an effort to prevent this from occurring, patient was removed from high flow system altogether prior to changing the water bottle and being placed on 100% o2 non-rebreather mask. The respiratory therapist monitored the water concha for roughly 5 minutes before placing the nasal cannula back on the patient. After leaving the room, less than 5 minutes later, the patient began yelling for help as water was coming through the high flowsystem and shooting up her nose. Patient's spo2 desaturated to roughly 60%. Rn removed high flow system from the patient and placed on non-rebreather mask. After roughly 10 minutes, patient's spo2 returned to normal limits. Additional information was received it was reported a new high flow system/circuit was placed on the patient. No additional intervention was required. The patient had been discharged at the time of this report.